Event description:
Philips received a report from a customer that a female patient was scanned in her own clothing with embroidery containing metal thread with the sense spine coil for a spine examination. The patient experienced a heating sensation and reddening of the skin with blisters was observed on the back after the examination.

Manufacturer narrative:
Pr#: (B)(4). When the investigation is completed, a follow up report will be sent to the FDA.